Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the analysis of the run data file did not identify a conclusive root cause for the higher-than-expected wbc content in the platelet product reported for this collection. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: inaccurate donor platelet precount: entering an inaccurately low donor precount can sometimes contribute to potential wbc contamination. Excessive donor access issues: normally, the trima accel system is robust against interruptions and changes in flowrate. However, frequent and excessive interruptions can occasionally result in sub-optimal collections. Donor related blood factors: some donors uniquely challenge the trima accel system.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit ID: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit ID: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.